Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer went to the emergency room on (B)(6) 2016 with blood glucose of 406 mg/dl. Customer reported to have woken up by an alarm and realized that insulin pump was not delivering insulin. Customer was wearing insulin pump at the time of emergency room visit. Customer was going to possibly be discharged.